Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for 2 or more non-sustained ventricular tachycardia episodes and sensing integrity counter (sic) >= 30 in 3 days. Also, the device memory indicated the right ventricular lead integrity alert. Additionally, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a trend in the 300-500 ohm range. The analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Beginning (B)(6) 2016, 6250 ventricular sensing integrity counts (sic) ,non-sustained ventricular tachycardia and ventricular fibrillation (vf) detected episodes with lead noise oversensing. The vf detected episodes were with inappropriate shocks. (B)(4).

Event description:
It was reported that the patient's device had early battery depletion due to a high volume of inappropriate shocks. The right ventricular (rv) lead had noise and high impedance. The device was replaced. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.